Manufacturer narrative:
(B)(4). The manufacturer's subsidiary discovered the issue during their incoming inspection process.

Event description:
It was reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) was set at 21%, but would not decrease below 25%. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) reading would not drop below 25.9%. The electronic patient gas system (epgs) was connected to a system one simulator, attached o2 and air at 50 pounds per square inch (psi), entered a perfusion screen and waited the warm-up period. Calibration was initiated and passed. After calibration, flow was set at five liters per minute (l/min) and o2 at 21%. The o2% reading displayed on the central control monitor (ccm) would not drop below 25.9%. The o2 sensor was replaced, calibration passed and flow was set at five l/min and o2 at 21%. The o2% reading on the ccm was able to drop to 20.1% the service repair technician (srt) confirmed that the o2 sensor was installed on (B)(6) 2017 and was not replaced after six months as per manufacturer's preventive maintenance guidelines. He replaced the o2 sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.